Manufacturer narrative:
Method: risk assessment. Results: device history review could not be performed as the reported device was not properly identified. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed as the reported device was not properly identified. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
Per reported event; patient called indicating that the he saw a memo that stated that the surgeon should not use products in a "patient with dd disease and spinal stenosis". He had the surgery three years ago and recent surgeon has told him that he could potentially be a paraplegic. Patient fell a few times.

Event description:
Per reported event; patient called indicating that the he saw a memo that stated that the surgeon should not use products in a "patient with dd disease and spinal stenosis". He had the surgery three years ago and recent surgeon has told him that he could potentially be a paraplegic. Patient fell a few times.